Manufacturer narrative:
Inspected one opened and used sensor. Performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 235 mg/dl and the sensor glucose was 40 mg/dl at the time of threshold suspend. The customer was sleeping at the time. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor cannula was bent upon removal. The sensor will be returned for analysis.